Manufacturer narrative:
Palacos bone cement is manufactured by heraeus medical and distributed by zimmer orthopaedic surgical products. No product was returned with the complaint for investigation. Product and photographs were not received; therefore, the condition of the product is unknown and neither visual nor dimensional evaluations could be performed. The device history records for all the components and their corresponding lower level subcomponents were reviewed and no deviations or anomalies were identified. The quality records of the bone cement batches from the 3 lots were reviewed and confirmed no deficiency was identified. In addition, the compatibility matrix was reviewed and identified that all the components implanted together are compatible. These devices is used for treatment. A complaint history search identified no other complaint for the part/lot combination of any of the components. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that unknown complications from the revision surgery led to patient's death.